Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 22.4 mmo/l and other blood glucose value was 17.9 mmol/l. The customer was assisted with troubleshooting. The customer stated that insulin pump was in manual mode when he woke up with sugars rising no high blood glucose troubleshooting as high blood glucose was due to cannula detachment. Customer stated that cannula tubing came off reservoir, detachment at the tubing connector. Customer reported the insulin pump was not dropped with the set connected to their body. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.